Manufacturer narrative:
Additional data, generated during the first investigations of the sample was provided. The sample was treated with a heterophilic blocking tube (hbt) resulting in the following elecsys pth results. Before hbt sample treatment the pth result was 405 pg/ml. After hbt sample treatment, the pth results was 53.3 pg/ml (recovery 13%). The investigation is ongoing.

Manufacturer narrative:
Medwatch field b7 was updated.

Manufacturer narrative:
The sample was requested for further investigations but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a human anti-mouse antibody (hama) interference. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys pth assay on a cobas e 801 module, serial number (B)(6), and compared to a competitor method. The sample was collected on (B)(6) 2023 and initially resulted in a pth value of 405 pg/ml. The sample was then repeated using the wako accuraseed method, resulting in a pth value of 56 pg/ml. The sample was provided for investigation where it was tested with the elecsys pth assay on a cobas e 801 module on (B)(6) 2023 resulting in a pth value of 405 pg/ml. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
H3 other text : na.